Event description:
It was reported that approximately four days after implant of this right ventricular (rv) lead, the patient became hypertensive. The patient had not been discharged after the implant procedure and was placed on a ventilator after becoming hypotensive. A decrease in impedance measurements from implant were observed from 787 ohms to 519 ohms. Additionally, high pacing thresholds were observed and there was a concern of loss of capture. X-rays were obtained that did not seem to show a change in lead pcsltlon. Lead movement or possible perforation were discussed. It was reported that the patient subsequently expired the following day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).